Event description:
It has been reported to philips that the footswitch did not function. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. While on-site to implement fsca 2023-igt-bst-013 on the system as planned, a philips field service engineer (fse) identified that the wireless foot switch (wfs) was not functioning and the wfs charger was missing. To resolve the issue, the fse replaced the wfs, base station, and the charger. This also resulted in the implementation of the intended fsca. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Functional testing was performed, and no failure was found. Further analysis of the wfs base station and charger was not performed, as the replaced components were unavailable. Philips has re-evaluated this complaint. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.